Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient reported they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021 the patient was seen in the pd clinic for drain complications and fever. The patient was sent home and symptoms (unspecified) worsened. On ((B)(6) 2021 the patient presented to the emergency room (ER) and was admitted with a diagnosis of peritonitis, anemia, and hypertension. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intravenous (IV) vancomycin (dose, frequency, and duration unknown). The culture resulted positive for staphylococcus aureus and the white cell count was approximately (B)(6) (unknown units). The peritonitis was not responding to the antibiotics; therefore, the vancomycin was discontinued, and the patient was started on IV ancef (dose, frequency, for four weeks). It was believed the peritonitis was into the pd catheter (not a fresenius product). The pd catheter was pulled (date unknown) and the patient transitioned to hemodialysis (hd) on (B)(6) 2021. The patient was discharged on (B)(6) 2021 and ran back up hd at the pd clinic until an opening became available at the hd clinic on (B)(6) 2021. The patient completed the antibiotic therapy during hd treatments. The patient is scheduled to receive a new pd catheter (date unknown) and return to pd after recovery. The cause of the peritonitis was reported as touch contamination. No further information was available. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The peritoneal dialysis registered nurse (pdrn) reported the cause of the peritonitis as touch contamination. This is supported by the culture result of staphylococcus aureus, bacteria found in the nasopharynx and oral cavity and a known risk factor for pd infections. This bacterium is known to cause more severe episodes of peritonitis resulting in hospitalization and pd catheter removal. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis episode.